Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valved conduit was explanted after an implant duration of approximately 9 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to pulmonary stenosis, secondary to calcification. It was also noted that there was no device malfunction; this patient has a natural history of stenosis. According to the op report, the patient was born with d-transportation of the great vessels and pulmonary stenosis who underwent a rastelli operation previously. He now presented with conduit stenosis with a peak gradient of 65 mmhg as well as pulmonary valve regurgitation through the conduit. He was referred for elective replacement of his rv to pa conduit. Upon removal, the conduit was densely adherent to the sternum. There was verrucous granulation tissue at the proximal end of the conduit. The device was replaced with a new edwards bioprosthetic valved conduit. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
(B)(4) = device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported calcification cannot be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification. The surgeon indicated that there was no device malfunction; this patient has a natural history of calcification and stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.